Event description:
Dislodgement of the lead was identified the day after the operation. Lead repositioning operation performed on 15 december. At that time, the screw could not be retracted so the lead was explanted and replaced with a new lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.